Event description:
It was reported that there was a ¿loss of efficiency¿ observed with the first and second fibers. Gland volume 60 ml. The procedure was completed with turp. This report is for the first fiber used. There was no "damaged to the patient" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-415a-(B)(4): the fiber glass cap shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe char; the outer flow tubing exhibits severe contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.